Event description:
The following event was already reported in manufacturer report # 3004209178-2012-06821: a month later (after the ins was repositioned, see manufacturer report # 3004209178-2012-06821) the patient stated that her battery quit, and she had trouble recharging the implant. The patient couldn't feel where the ins was. She was able to turn stimulation on by putting the programmer over the incision site, but was unable to charge. It was suspected that the implant might be too deep. Additional information has been requested, but was not available as of the date of this report. Any additional information for this event will be reported in this manufacturer report.

Manufacturer narrative:
Concomitant products: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; 37752, serial# (B)(4), product type recharger; 37743, serial# (B)(4), product type programmer, patient; 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type extension; 3550-29, lot# n266576, implanted: (B)(6) 2011, product type accessory. (B)(4).